Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states the reservoir has a leak. The customer's blood glucose level at the time of incident was 158mg/dl. The customer states they smell the insulin. The customer was advised the reservoir would be replaced and returned for analysis.